Event description:
Stryker cannulated switching stick, catalog #01515 brought in by vendor as part of a loaner tray. The bores of the switching sticks (there were two sticks) were found to contain bio-burden inside. They have tiny bores (approximately 3mm diameter). Surgeon discovered this and did not use the instruments on the patient. Patient was here for a hip arthroscopy. It would be helpful if stryker could make a narrow stylet that could be passed through the bore to help clean it thoroughly.